Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 750 units of insulin during the load sequence. Reportedly, the customer was overfilling their cartridges with insulin during the loading sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.